Event description:
At about 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised all implants, performed a washout and implanted a total semi-costained system. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 january 2022: lot 2007537: (B)(4) items manufactured and released on 09-oct-2020. Expiration date: 2025-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved: batch reviews performed on 11 january 2022: moto partial knee 02.18.tf5.rm tibial tray fix cemented s5 rm (k162084) lot 2009942: (B)(4) items manufactured and released on 22-dec-2020. Expiration date: 2025-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Moto partial knee 02.18.if5.08.rm tibial insert fix s5 rm - 8mm (k162084) lot 2009911: (B)(4) items manufactured and released on 17-nov-2020. Expiration date: 2025-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.